Manufacturer narrative:
Additional information received on november 29, indicated that the issue of device migration was bilateral. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that unintentionally not selected g3(health professional). Please see the correction in this report. On (B)(6) 2020: the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration. (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 475cc mentor memorygel on the left side, and 375cc on the right side breast implant and suffered a left-sided grade iii capsular contracture and right sided device migration postoperatively. As a result, the patient underwent bilateral removal and replacement with two 475cc mentor memorygel breast implants (catalog number 3544751, s/n (B)(4) [l] and (B)(4) [r]) on (B)(6) 2018. This report relates to right prosthesis.